Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, while positioning the right ventricular (rv) lead high capture and high pacing impedance were noted on the lead. The lead was exchanged, and the patient was stable with no adverse consequences.